Event description:
On (B)(6) 2009, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The aneurysm was excluded and the pt tolerated the procedure. On (B)(6) 2009, the pt presented to the emergency room with prostatic hypertrophy followed by 4-5 days of prostatic symptoms and two syncopal episodes. CT showed a leaking aneurysm and gas around the stent graft. The pt expired before any intervention was taken on (B)(6) 2009.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. A review of the sterilization paperwork has been conducted. The review of the sterilization paperwork verified that this lot met all pre-release specifications. Please note additional device implanted: pxc121000/06516234.